Event description:
The reporter contacted lifescan (B)(4) alleging that the subject meter was powering off during use. The reported issue was unresolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The 510 (k) is k093745.